Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid (hydromorphone) and fentanyl via an implantable pump for non-malignant pain. The hcp reported that the patient had some major mental illness and was alleging that the pump was causing an allergic reaction. The hcp stated that they had been turning the pump down and yesterday they advised the patient to put sterile water in the pump because they were down to minimum rate and the patient would not allow that so they just have the pump at minimum rate. The hcp mentioned that the last time they did this the patient was having a heart attack and their physician dislikes him from his previous pump. The hcp also mentioned that they had worked with the pharmacy that provides the medicine and they had sent the patient every msds sheet for the medicine in his pump but the patient was determined that they were having an allergy reaction to the medication. The hcp said that last night the patient texted her at 10:18 pm and said that it was giving him more medicine and that they felt like his throat is closing. The hcp was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Code was provided by technical service agent for pump off as the hcp stated the allegations by the patient were not valid and they did not want the patient to use the pump anymore. Additional information was received from the patient reporting that he experienced an allergic reaction or side effects to both the hydromorphone that was first put into the pump as well as the fentanyl that was currently in the pump. Patient mentioned having shortness of breath. Patient stated that the pump was turned down and he would like for it to be shut off completely. Patient stated that he had surgery scheduled for next month to have the pump removed.